Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the endoeye flex 3d deflectable videoscope was unable to switch 2d and 3d images. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3, h6, h11 this report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is the cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.